Event description:
Initially, it was reported that the patient passed away due to unknown reason, but was not suspected to be related to vns. The explanted device was returned for analysis and the returned product form indicated that the cause of death was unexpected death associated with epilepsy. Analysis of the generator was completed on 03/31/2016. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on 04/11/2016. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.